Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced "I'm seeing black out and yet my repeated tests show average 110". No additional event or patient information is available. Data was provided. Review of the data log confirmed inaccuracies. A root cause could not be determined via data.